Event description:
Edwards received notification that a 6900ptfx25mm valve implanted in the mitral position was explanted after two (2) years and eight (8) months due to degeneration leading to regurgitation. The patient presented with heart failure before the explant procedure. A non-edwards valve was successfully implanted in replacement. Unfortunately the patient passed away on post-operative day 12. As reported, the complication happened because a tricuspid insufficiency and was not related to edwards device.

Manufacturer narrative:
Added information to section d4 (serial number), d4 (expiration date), h3 and h4 (device manufacturer date) updated section d9 (device availability), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusion). Despite repeated attempts, no sample for evaluation was received. Therefore, no evaluation of the device could be performed by edwards. Without return of the device, no definitive conclusions could be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including a history of rheumatic heart disease.

Manufacturer narrative:
H3: the device was returned for evaluation, the report of degeneration was confirmed through observed host tissue overgrowth. Report of regurgitation was unable to be confirmed due to valve condition as received. Leaflet 2 had a 6mm cut down the mid section and edges of the cut were straight and even. All three leaflets were observed to be thickened and swollen near the commissures. X-ray demonstrated wireform intact and minimal calcification on all three leaflets. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8 mm on leaflet 1 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6 mm on leaflet 2 at the outflow aspect. The free margin of leaflet 2 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth on the stent circumference was minimal at both aspects. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around most of the valve and exposed the metal band around the valve on the inflow aspect. Cut off sewing ring fragment was not returned. No other visible inconsistencies were observed on the valve. Ttissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including a history of rheumatic heart disease. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The most likely cause is patient factors. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 6900ptfx25mm valve implanted in the mitral position was explanted after two (2) years and eight (8) months due to degeneration leading to regurgitation. The patient presented with heart failure before the explant procedure. Another valve of unknown model was successfully implanted in replacement. Unfortunately the patient passed way on post-operative day 12. As reported, the complication happened because a tricuspid insufficiency.